Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, after firing the device, an audible crunch was heard (being the breakaway washer). The device was opened 3/4 of a turn. The device was then unable to be removed. The surgeon had to cut a hole in the bowel to remove the anvil and be able to extract the device. The surgeon over sewed the anastomosis and sewed shut the hole in the bowel by hand. He then created a colostomy. It should be noted that the donuts were checked and were completely formed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.